Event description:
The facility had a pt on the table and immobilized by skull clamp. The MRI was brought into the operating room until approximately 5cm in front of the pt's head. When the magnet was approximately 2cm away from the pt / skull clamp, it was determined that the system needed to be moved back in order to make some adjustments. The reverse button was pushed, but the system moved forward instead. Review of data logs from the three user facilities with the same system revealed that a similar error had taken occurred at one facility, however, this incident was not reported to imris.

Manufacturer narrative:
Imris determined that the root cause of the incident was that the motor servo used to control the magnet was in an incorrect state, causing forward motion when the reverse button was pressed by the operator. Imris has addressed the issue through use of an engineering change order which was used to validate and implement a software upgrade to correct the error. A field change order is in place for implementation of the upgrade at all sites with this system. The upgrades will be completed by april 13, 2012.